Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received no delivery alarm. Customer was able to deliver a 5.0 unit fixed prime. When infusion set was removed, it was found that cannula was bent. Customer's blood glucose was 399 mg/dl. Customer was advised to change set and monitor issue. Supplies would be replaced.